Event description:
It was reported by the customer that on (B)(6) 2010 the fiber flashed and the fiber fired at 160,977 joules. No patient injury was reported. The device was not returned for evaluation.